Event description:
Treatment of an avm with onyx. It was reported that post procedure, onyx was observed migrating distally of the avm. No complications were reported with the patient as a result of the event.

Manufacturer narrative:
Two vials of dmso, one vial of onyx and a marathon catheter used in the procedure were returned for evaluation. The three returned vials were empty. The catheter was evaluated and no anomalies were observed. (B)(4).